Event description:
Report received from the USA regarding a motor device in which, during pre-check, it was observed that the device was "overheating". The motor device was not used in surgery. There were no delays in scheduled surgeries as an identical spare device was available. The exact date of the event is unknown, but was said to have occurred in (B)(6) of 2013. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information is received, a supplemental report will be sent. (B)(4).